Event description:
It was reported that during a percutaneous transluminal coronary angiography/stent procedure the device would not cross a heavily calcified lesion in a vein graft (an off label use). An attempt was then made to re-use the device in another vessel (contrary to instructions for use), and the device would not inflate. Removal of the device revealed that the stent had separated from the delivery sys. Another co's balloon catheter was "used to touch up with a good angiographic result". No pt injury occurred.